Event description:
It was reported that during a therapeutic pancreaticoduodenectomy procedure, while using the thunderbeat device, the following error code was encountered: pad frayed. The tissue pad was found to be damaged. The doctor reported that it was possible that it pinched a hard object. Due to this issue, the procedure was prolonged by less than thirty (30) minutes. The intended procedure was completed by switching to an olympus backup device. The tissue pad did not fall off inside the body. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d4, h4. The device was returned to olympus for inspection, and the reported failure of level error poor electrical conductivity was not confirmed. However, the tissue pad fraying damage was confirmed. Based on the results of the investigation, it is likely the output activation in seal & cut mode was performed with the grasping section closed without grasping any tissue (including after tissue resection), which resulted in wear of the tissue pad. As a result of tissue pad wear, the non-insulated area of the grasping section came into contact with the probe, resulting in contact marks. The output was continuously activated in this state, and a force was applied to the probe, causing the probe to crack, and power was not supplied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.